Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a blue-hub needle was found in the pack of needles blunt 18g 1-1/2in tw the following information was provided by the initial reporter: "wrong needle in pack it was reported that when opening a pack of 300204, the customer found one needle which had a blue hub and beveled edge (ie not an 18g pink hub blunt needle)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/30/2020. H.6. Investigation: two photos and five samples were received by our quality team for evaluation. The samples were subjected to visual inspection. One 23g 1in inside an 18g 1-1/2in blister packaging was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The production schedule was reviewed. The probable root cause of this non-conformance is likely either that recycled placstic bags from the primary packaging line containing the leftover 23g needles could have likely been used by the assembly line to containg the 18g needle or the metal scoop used ot collect the 23g needle at the assembly machine could have been used to collect the 18g needle at teh assebly machine and there may have been leftover 23g needle unseen in the metal scoop which drops to the 18g needle good part bin. The procedure was revised to indicate that no recycled plastic bags are to be used for packing assembled needle parts, a metal scoop with a smooth design was purchased to eliminate part leftover in the scoop.

Event description:
It was reported that a blue-hub needle was found in the pack of needles blunt 18g 1-1/2in tw the following information was provided by the initial reporter: "wrong needle in pack it was reported that when opening a pack of 300204, the customer found one needle which had a blue hub and beveled edge (ie not an 18g pink hub blunt needle)."